Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was in the 485 mg/dl at the time of the incident. The customer had symptoms of vomiting, difficulty breathing and a blurry vision. The customer reported that the insulin pump was not in auto mode at the time of the incident. The customer was offered troubleshooting but they refused and stated that they were not feeling really well. The customer was advised to change entire set, reservoir and insulin and treat as per the healthcare professional¿s instructions. No product is expected to return for analysis.